Manufacturer narrative:
Concomitant product(s): product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
(B)(6) 2015 crts (B)(4), information received from a consumer reported that the consumer was not able to communicate using the recharger. The consumer placed the programmer on the skin directly over the implantable neurostimulator (ins) and was not able to synchronize with the ins. The consumer had no telemetry and was getting the poor communication screen. New batteries were tried. A replacement programmer was sent to the consumer. It was noted that there were no symptoms. The issue occurred during use. The cause of the no telemetry was not determined. Follow-up was being conducted to obtain this information; if additional information is received a follow-up report will be sent. The consumer's indication for use was noted to be peripheral neuropathy.

Event description:
Follow up from the consumer reported that they were able to communicate with the stimulator using the replacement programmer and no additional steps were needed to resolve the communication issue.